Event description:
It was reported that the device was presenting with double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, when the pump was fitted with a test cassette and powered up for ten minutes, there was no double beeping and the battery loss alarm test passed. Root cause of the reported issue is unknown, but the event log did code for no disposable. The downstream occlusion sensor will be replaced as a preventive action, the error code will need to be reset and functional checks will be performed. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400.